Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient received an alert that the high voltage shock therapy was disabled and later reactivated. The patient was stable throughout the event and experienced no adverse consequences.